Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be damaged; there was peeling along the right side of the keypad from the up arrow button to the ok button. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts as well as corrosion on all the contact traces. It was also noted that moisture was found in the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.